Manufacturer narrative:
G4: PMA/510(k) # field on 3500a form is k193473, k210608 - reported here as PMA # exceeded character limit for designated field. Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) was inspected and analyzed. Visual examination noted no anomalies. The current drain was measured and found to be normal. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to skin discomfort and it was at elective replacement indicator (eri). No new device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
"G4: PMA/510(k) # field on 3500a form is k193473, k210608 - reported here as PMA # exceeded character limit for designated field."

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to skin discomfort and it was at elective replacement indicator (eri). No new device was implanted. No adverse patient effects were reported.